Manufacturer narrative:
Manufacturer's report date: 10/07/2010. (B)(4). This report was filed by the manufacturer. Sample involved in this event will not be returned. No failure investigation could be performed. A review of the production records for 2200-0500, lot number 10055951 showed that no quality issues were raised for failures or quality deviations during manufacturing.

Event description:
The customer reported, the set splitting where the line attaches into the machine during use. The fluid being infused sprays out of the hole in the line. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No further information was available.